Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. The lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted with coils at the distal end extremely stretched which it may have been caused during the explant procedure and the tip section is missing, not returned. It was also found insulation cuts and tears in the lead. Resistance testing found the lead was electrically continuous.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. The lead was successfully replaced. No additional adverse patient effects.